Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated below the first y-site at the end of the chemo infusion and while removing the tubing from the pump. There was no patient harm.